Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. It was reported a side port was performed, on (B)(6) 2018, and found the patient's cerebrospinal fluid was infected. It was noted the patient's pump was removed the same day. The patient's pump was implanted on (B)(6) 2018.

Manufacturer narrative:
Continuation. Product ID 8780 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the healthcare provider isolated the bug. "Explanted pink" and treating with antibiotics. The patient's weight was unknown.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the healthcare provided decided to not return the pump and catheter.